Event description:
Trainer reported that the customer filled the reservoir with 90 units of insulin and went to bed and when she woke up the next day, the reservoir had the same amount of insulin and it seemed like the insulin pump did not alarm no delivery. The trainer was advised to have the customer call to troubleshoot the insulin pump. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.